Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed a blue screen, indicating a system failure. The setup could not be completed initially as it staff had left for the day, delaying network configuration. A field service engineer reimaged the station and placed a base image on the hard drive. A technical support specialist later dialed in to assist with the configuration after reimaging. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not communicated and stuck on the blue screen even after rebooted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.